Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the device was returned to zoll medical (B)(4); the reported malfunction for the device failed to shock was duplicated and the pace/defib engine board was replaced to remedy the problem. The reported malfunction for the device does not recognize the electrode pads was duplicated and the defib cable receptacle was replaced to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device was intermittently unable to detect the attached pads and was unable to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was intermittently unable to detect the attached pads . Complainant indicated that there was no patient involvement in the reported malfunction.